Event description:
During a pci procedure of a calcified rca, the sds was advanced to the leison with great difficulty. After reaching the lesion, the stent was deployed at unknown atmospheres, but during removal, the section near the hub, broke off. It seems that during advancement, the sds was over torqued, causing the section to be twisted and separating into two pieces. The stent delivery system was removed without any problems. There was no pt injury reported with the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.